Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in the (B)(6) 2008. Following the procedure, the patient began experiencing pain on the left side which was treated with hormones. The patient continues to have left sided pain and pain during intercourse. The patient is also experiencing more urine leakage. The patient was seen by the gynecologist and has an appointment with the surgeon on (B)(6) 2013 to discuss options and possible removal. Additional information was requested.